Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electrode produced, no effect with test stimulation in the operating room.

Manufacturer narrative:
Final device analysis revealed - a reliability non-conformance. Circuits 0 and 3 were shorted inside the #0 connector sleeve.